Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall adapter. There was no reported adverse impact. Reportedly, the customer was able to charge the pump with a secondary non-tandem wall adapter. A new wall adapter was sent to the customer.